Event description:
It was reported that there was a double lead dislodgement due to possible twiddler syndrome. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant: product ID 5076-58, serial# (B)(4), implanted: 2013-(B)(6), addrl1 implantable pulse generator (ipg) implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.